Event description:
Initial reporter indicated that the physician's new handheld x50 computer "did not work and still does not work." The handheld is at the manufacturer pending completion of product analysis.